Event description:
The freedom driver was making a squeaky noise. The patient remained stable but was instructed to come to (B)(6) to change out the device. The freedom driver was switched without incident. The failure investigation revealed a broken fan.